Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined; however, factors that may contribute to a stent dislodgement include, but are not limited to, interaction with accessory devices, inadvertent mishandling during preparation, deployment technique, crimping, and/or anatomical characteristics. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported stent dislodgement. Additionally, the reported delay in treatment and surgical removal of the dislodged stent appear to be related to operational context of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a heavily calcified, moderately tortuous right renal artery. A 4.0x12mm herculink elite balloon-expandable stent dislodged in the patient and a delay was noted in the procedure as the patient was placed under general anesthesia to retrieve the stent via cutdown. No additional information was provided.